Event description:
Patient presented to the physician with ongoing migraine headaches. Physician attributed the prolonged symptoms of migraine headaches due to tension at the digastric tendon. Physician brought the patient into the operating room, removed scar tissue from the digastric tendon, and closed.